Manufacturer narrative:
(B)(4). The device is not available for return as it has been disposed of by the user and no representative sample can be provided. It not yet clear as to what the specific performance issue is being associated with the device (break, rejection, incompatibility, etc.) However additional information has been requested of the account.

Event description:
According to the reporter; after the use of the device to perform a rotation flap for a laterial right parotidectomy procedure, an retro auricular wound dehiscence was experienced by the patient 15 days post operatively. The patient was found to have an inflamed wound seroma with salivary fistula. After intensive local care and tamponade one not absorbed polysorb 3-0 fathom could be removed on the 22nd post-operative day. . The wound was not resutured after removal after which there was spontaneous wound closure and healing up without complication on the 40th day. There was no unanticipated tissue loss due to the product issue. No patient information is being provided by the account. The suture was applied immediately after opening and directly from the packaging and used in a single stitch pattern. There was no unanticipated tissue loss due to the product issue.